Event description:
It was reported that an overinfusion had occurred on a homecare patient with two different devices. One device was infusing rocephin in normal saline, the other device was infusing diflucan in normal saline. Allegedly, both devices infused all of their medication in 15 minutes instead of the expected 30 minutes. There was no resultant complication.